Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image on the screen was flickering in and out and that there were lines across the screen when the cable was moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.